Manufacturer narrative:
(B)(4). To date the incident unit has not been received for evaluation by covidien. Additional questions in regard to the incident have been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A review of the appropriate device history records indicates that this unit was released meeting all specifications as manufactured.

Event description:
The customer reported that, after connecting a device to the forcefx8c generator during a procedure, the device activated automatically and burned the patient's skin that touches the negative pad. No additional information was provided by the facility.